Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, before the patient went to bed around 930pm, the patient¿s wearable failed. The patient was asymptomatic and no bg meter reading was taken. The patient was wearing a tandem mobi insulin pump. Around 330am on (B)(6) 2025, the patient was feeling tired, thirsty, and nauseous. The patient¿s bg meter reading was 600 mg/dl. The patient was treated with 16 units of insulin via injection. Despite treatment, the patient¿s symptoms persisted, so ems was called and the patient was transported to the ER. At the ER, the patient¿s bg meter reading was 554 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and IV insulin. Around 930am, the patient was transported to another hospital. At the second hospital, the patient¿s bg meter reading was 334 mg/dl. He was again treated with IV fluids and IV insulin. The patient was discharged around 930pm on (B)(6) 2025. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.